Event description:
It was reported that the patient had the artificial urinary sphincter revised on (B)(6)2020 as the patient had been leaking after several years. No components were explanted and the prb (balloon) was refilled with physiologic saline water and repositioned in space of retzius. It was noted that the reason for the incontinence was there was fluid loss or not having the total amount of fluid since the first surgery. The balloon was properly placed initially and after some time the balloon become ectopic, due to patient characteristics. No other cause was observed. The patient outcome following the surgery was reported as cured

Manufacturer narrative:
Additional information b5, h6.

Event description:
It was reported that the patient had the artificial urinary sphincter revised on (B)(6) 2020 as the patient had been leaking after several years. No components were explanted and the prb (balloon) was refilled with saline and repositioned. It was noted that the reason for the incontinence was there was fluid loss or not having the total amount of fluid since the first surgery, due to an ectopic placement. No other cause was observed. The patient outcome following the surgery was reported as cured.